Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to the touch numbness, tingling or pain in the extremity when ambulating, rash , wound drainage or any other unusual symptoms.

Event description:
It was reported by the patient following a heart catheterization done, an angio-seal was used. Twenty-four hours later, the patient experienced a rash on the opposite leg while at home. The rash extends from the knee to the hip. The patient went to the emergency room the next day where hydrocortisone cream was prescribed. The physician did not know what caused the rash.